Manufacturer narrative:
Visual eval confirmed that the tip is twisted from applied force. The condition of the device prior to breakage cannot be determined. Based on the eval it appears that the breakage was related to the application of atypical force.

Event description:
An l4-5 instrumentation was done with viper system. During initial tightening of the setscrew, the tip of the driver was broken. The broken tip of the driver still remains inside the left setscrew of l4. As an unintended piece of the device was left in the body an MDR was filed to document this event.